Event description:
It was reported to siemens that a hospital staff member brought a ferrous pedestal stand into the mr suite resulting in injury to the physician and nurse. The physician required stitches to the head and was treated at the hospital. The nurse suffered a fractured nose and fracture to the facial bone under the eye, requiring surgery . No patient was present at the time of the event.

Manufacturer narrative:
The system was evaluated by a siemens service engineer and found to be operating within specifications. The failure was caused by the introduction of ferromagnetic objects to the magnet room. The system user manual clearly provides warnings regarding the introduction of ferromagnetic objects to the magnetic field. Additionally, the magnet room had clear warnings on the entrance door regarding ferrous objects. This event occurred in (B)(6).